Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first device was deployed and fully recaptured due to size. A 24mm device was selected and successfully implanted. Approximately an hour and a half post procedure, a pericardial effusion was noted while patient was in post-operative recovery. A pericardiocentesis was performed to resolve the effusion. The patient has been discharged.